Event description:
It was reported that signal loss over one hour occurred. Exterior physical visual inspection: passed. Transmitter voltage test: pass (0.21 vdc). Nordic bluetooth pairing test/download: pass. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window.  The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.